Event description:
The following information was reported to kci by the nurse: the nurse inquired about "tips" for removing a foreign material alleged to be v.a.c. Dressing from the wound bed. The nurse reported using sterile water and was "slowly removing pieces." On (B)(6) 2015, the following information was reported to kci by the nurse: the pt was sent tot he emergency room on (B)(6) 2015, and sharp debridement was required to remove the foreign material. On (B)(6) 2015, v.a.c. Therapy was re-applied with no subsequent issues. The nurse could not provide the lot number. The v.a.c. Dressings lot number is not available, therefore a device history review could not be performed.

Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Dressings was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error.